Manufacturer narrative:
Ge rep evaluated the system and cleaned and reseated the connectors on the mainframe power supply and signal interface board, and adjusted the 5 volt power supply. System operates as intended.

Event description:
The customer reported, the system displayed a communication and control panel error. No pt injury was reported.